Event description:
It was reported that during a da vinci-assisted surgical benign hysterectomy procedure, the customer reporting error 23138. The system was undocked for troubleshooting. Universal surgical manipulator (usm) 1 was deactivated. Technical support engineer (tse) confirmed error in the logs pointing to universal surgical manipulator (usm/arm1) axis 1 motor encoder. Tse instructed nurse to reseat the sterile adapter and do a hard power reset of the system. Error returned. Tse guided the nurse to deactivate arm1 to continue the surgery with 3 arms. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and the ¿23138¿ error was found indicating ¿motor encoder is loose and moving while the moto is stationary or that the hall signal is frozen or disconnected.¿ on the usm carriage axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage isa was further inspected, and no faults could be identified. While a definitive root cause cannot be established, the probable root cause is attributed to the instrument sterile adapter (isa) on the usm. Failure analysis confirmed the issue via log review; however, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.